Event description:
Staff responded to ventilator alarm, found patient disconnected from ventilator. Patient was pulseless. Patient had standing order not to resuscitate. No resuscitation attempted. Patient expired.